Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the light becomes hot and the console can only be turned on again after the light returns to normal.

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on march 29, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming tabletop illuminator module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).